Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was able to duplicate the issue after the machine was off and cooled down for half an hour. The random access memory (ram) was cleaned, the coin cell battery was replaced, the atx board was replaced, and the cable pins were inspected. After testing the unit again, the fsr did not observe any rebooting. The user experienced a rebooting again about a week later, and the fsr replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) rebooted. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.